Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. The cause of the reported complaint could not be determined. Complaint sample was not returned therefore a product evaluation could not be performed. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that she has used about 20 of the tampons out of her box and the last one she went to use, she noticed it had what she thinks is black mold on the pledget part of the tampon. She said she noticed it before use and noticed that the pledget color was not white like it usually is.